Manufacturer narrative:
Evaluation of the explanted device found the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. The cup appeared to have been placed in a vertical position.

Event description:
It was reported patient underwent total hip arthroplasty in 2005. Revision procedure was performed (B)(6), 2012 due to adverse reaction to metal debris. It was noted shell was relatively vertically placed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lots released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-0000167 and 00168).